Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. Model 5076, implantable pacing lead, implanted 2013-(B)(6); model 5076, implantable pacing lead, implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that upon implant the device yielded no to intermittent capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).